Event description:
It was reported that; patient had successful surgery, no complications. Follow up looked great; had about 1mm expansion on the acculif cage post surgery. On (B)(6) 2015 patient made an emergency appointment to see surgeon because she heard a loud pop in her back and increased pain. Doctor examined the patient and took x-rays. X-rays showed what he believes to be a collapse of the interbody acculif pl cage. All other hardware seemed normal and no other bone defects. Asked about any acute injury, surgeon said no - patient was just getting out of bed. Patient is in continued pain but no revision is scheduled at this time.

Manufacturer narrative:
Lot# 06031403. (B)(4). Method: device history review; complaint history review; risk assessment. Results: the reported event of cage disengagement was confirmed upon review of x-ray images. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported is not determined.

Event description:
It was reported that: patient had successful surgery, no complications. Follow up looked great; had about 1mm expansion on the acculif cage post surgery. On (B)(6) 2015 patient made an emergency appointment to see surgeon because she heard a loud pop in her back and increased pain. Doctor examined the patient and took x-rays. X-rays showed what he believes to be a collapse of the interbody acculif pl cage. All other hardware seemed normal and no other bone defects. Asked about any acute injury, surgeon said no - patient was just getting out of bed. Patient is in continued pain but no revision is scheduled at this time.

Manufacturer narrative:
Catalog#: 400008. Method: device history review; complaint history review; risk assessment. Results: the reported event of cage disengagement was confirmed upon review of x-ray images. No relevant manufacturing issues were identified as all released units met stryker specifications. Upon review of x-rays implant settling was identified. No revision surgery was scheduled. X-rays were measured by r&d department and approximate height reduction was determined to be less then 1 mm. 1mm settling is normal per the surgical technique. The device remains implanted and could not be evaluated. Conclusion: failure of the implant could not be confirmed and therefore a plausible root cause could not be identified. Per x-rays and information provided the implant lost approximately 1 mm in height what is identified in the surgical technique as implant settling.

Event description:
It was reported that; patient had successful surgery, no complications. Follow up looked great; had about 1mm expansion on the acculif cage post surgery. On (B)(6) 2015 patient made an emergency appointment to see surgeon because she heard a loud pop in her back and increased pain. Doctor examined the patient and took x-rays. X-rays showed what he believes to be a collapse of the interbody acculif pl cage. All other hardware seemed normal and no other bone defects. Asked about any acute injury, surgeon said no - patient was just getting out of bed. Patient is in continued pain but no revision is scheduled at this time.